Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was sample leakage. This event occurred 15000 times. The following information was provided by the initial reporter. The customer stated: there was "leakage with the sst tube."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was sample leakage. This event occurred 15000 times. The following information was provided by the initial reporter. The customer stated: there was "leakage with the sst tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'stopper pop off' with the incident lot was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and the issue of 'stopper pop off' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.